Manufacturer narrative:
Updated the reporting institution name.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device ac (alternate current) connector is broken. The device was in clinical use however there was no patient or user harm were reported.